Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse cleaned debris and removed one strip pad lodged underneath prong pathway. The cause of the loose pad is unknown. The customer was able to run samples with no further issues. (B)(4).

Event description:
The customer reported that there were pads falling off the strips into the strip provider module (spm) while cleaning on the ichem velocity urinalysis system. There were no erroneous patient results generated or reported out of the lab.